Manufacturer narrative:
Batch review performed on 20-oct-2020. Lot 156523: (B)(4) items manufactured and released on 23-nov-2015. Expiration date: 25-oct-2020. No anomalies found related to the problem to date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in due to signs of infection 24 days after primary surgery, the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.